Event description:
While performing a preventive maintenance check, the technician found that the ground resistance reading was out of the normal range.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord plug to repair the bed.